Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions and a conclusive cause could not be determined from the limited information available. In this case, the pvl was most likely the result of the too low positioning of the valve during implant, as it was reported that the valve was implanted too low. From the information provided, the implant depth of the valve is unknown. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique, but a root cause of the low implant depth could not be determined from the limited information available.

Event description:
Medtronic received information that during the implant positioning of this transcatheter bioprosthetic valve, the valve moved too low a position, resulting in severe paravalvular aortic regurgitation (ar). A second valve was implanted successfully, with mild ar observed immediately post-implant. There was no subsequent intervention, and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received with the patient's weight and was populated. If information is provided in the future, a supplemental report will be issued.